Manufacturer narrative:
The investigation for the impella rp has been completed. The pump was returned for evaluation, upon visual inspection no abnormalities with the pump were noted. No guidewire or red lumen were returned for evaluation. Clinical details noted resistance was felt when attempting to slide wire through red lumen and build-up was noted in outflow cage. The root cause of the delivery issue was most likely patient condition since the implant was aborted due to reported buildup on the outflow.

Manufacturer narrative:
The pump was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella rp smart assist system with automated impella controller section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella rp smart assist system with automated impella controller section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant reported that while loading and advancing the impella rp over the impella 0.027 wire, the medical doctor noticed the 0.027 wire had fallen too far back via fluoroscopy requiring further advancement. The impella rp was then slid back to the distal end of the 0.027 wire while maintaining the thread of the red lumen on the wire and back into the impella rp cannula. The scrub technician felt resistance while re-advancing the red lumen onto the 0.027 wire and into the impella rp cannula. On further inspection, the scrub noticed a ¿build up¿ in the outflow cage. The medical doctor was concerned about ¿build up¿ being introduced into the patient¿s body. The decision was made to exchange the impella rp.